Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10: item name#: delta ceramic fem hd 36/0mm; item number#: 650-0661; lot number#: 3219183. Item name#: arcos con sz a std 60mm; item number#: 11-301301; lot number#: 66991531. G2: foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision after sustaining a fall approximately 39 days postoperatively, resulting in dislocation of the ceramic-on-ceramic articulation. Attempts have been made and no further information has been provided.